Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the hf sensor implant procedure the patient ((B)(6)) experienced perforation of pulmonary artery with endobronchial bleeding. Additionally the patient also experienced respiratory insufficiency and required mechanical ventilation. As of (B)(6) 2017 the issue has resolved. It was noted the patient is a clinical study patient and the adverse event is not related to the device but to the implant procedure.